Event description:
Battery alert for implant defibrillator "voltage to low for projected remaining capacity" was projected to be at lease 6.5 years remaining. MFR recommended to replace device within 28 days of alert. Unstable battery behavior.